Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. External and internal inspection of the door and rotor assemblies performed. No abnormalities identified. Unable to replicate reported complaint. Review of system logs reveals multiple gantry motion controller errors, as well as door open failure information text. Gantry motion controller replaced in accordance with instructions in (B)(4). System tested/ checkout performed with satisfactory results. The imaging system the passed the system checkout and was found to be fully functional. The device was returned to the manufacturer for analysis. Investigation of the gantry motion controller box could not confirm reported problem "gantry not opening-intermittent logs". Tested on imaging system for several days without any issues. Door open and close functions work as expected. No fault found. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a procedure the site was unable to open door of the imaging system at the end of the case. They had to manually open the door in order to remove from the field. After removing the system and rebooting, they were able to get the system running normally. They used the imaging system for multiple spins with no issue. There was no impact on patient outcome. No further details regarding this issue, or specifically during what procedure and length if any delay to the procedure, were provided.